Event description:
We have been informed that during surgery, during the phaco procedure, the surgeon experienced problems with the irrigation which caused a shallow anterior chamber. Another machine was used to continue the surgery. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation. Examine the product that was returned by the customer.

Event description:
We have been informed that during surgery, during the phaco procedure, the surgeon experienced problems with the irrigation which caused a shallow anterior chamber. Another machine was used to continue the surgery. No report that actual patient harm occurred or surgery was prolonged greater than 30 min.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Manufacturer narrative:
In regard to this complaint, a blister pack, including one disposable eva air fluid dual tube set and a disposable eva aspiration tube, was received for investigation. In addition to the returned materials, a picture of a kinked single tube was provided. Unfortunately, since the eva air fluid dual tube set features double tubes, it was not clear which tube was on the picture. Visual inspection of the returned tubes revealed no kinks or any anomalies that indicate previous kinking. Device history record review revealed no deviations and a database search showed that no similar complaints were reported on this specific lot prior to this case or since. After dorc confirmed that the returned tubes did not show any signs of (earlier) kinking, an email was sent to the clinical support specialist to obtain some clarity on the issue. A response was received, indicating that it is possible that the wrong tubes were returned by mistake. Though a kinked irrigation tube may obviously compromise the irrigation function, the complaint was closed with inconclusive results based on the information received and the limited investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.since a manufacturer related failure could not be confirmed, no remedial action, corrective action/preventive action or field safety corrective action (fsca) was initiated. The analysis includes similar complaints (failure mode pack-irri-ant) and combines sales of all finished devices that include the disposable eva air fluid dual tube set. It should be noted that the majority of the finished devices consists of six individual packs, all including the disposable eva air fluid dual tube set, which means that the number of devices on the market is, in fact, higher than reflected in the table.

Event description:
We have been informed that during surgery, during the phaco procedure, the surgeon experienced problems with the irrigation which caused a shallow anterior chamber. Another machine was used to continue the surgery. No report that actual patient harm occurred or surgery was prolonged > 30 min.